Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with her scs ipg and external devices. The patient has reportedly lost a significant amount of weight and is currently without stimulation. A sjm representative met with the patient and confirmed the patient's ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient had her scs ipg replaced with a different model ipg. The pateint's stimulation therapy was reportedly restored postoperative.